Manufacturer narrative:
Additional information was received that a tracheostomy (trach) change out was required. Therefore, the file was updated from a malfunction to a serious injury. Device eval: one portex blue line uncuffed 15mm connector tracheostomy tube sample was received in used condition without the original packaging. Immediate visual inspection detected that the flange was broken. The flange welding to tube assembly was reviewed to verify there no operation issues and no discrepancies were found. The assembly was also audited with thirty two (32) units, finding no damaged flanges. A review of the manufacturing process was conducted and was considered adequate and correct. Based on the evidence and testing, the complaint was confirmed. No problem source could be identified.

Manufacturer narrative:
(B)(6).

Event description:
Information was received that the flange of a smiths medical portex blue line uncuffed 15mm connector tracheostomy tube was damaged after ten days of use. No clinical consequences to the patient were reported.